Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A medical doctor reported that she had weak phaco power during some cataract surgeries. There was no patient impact and all surgeries where completed without delays after changing the handpiece. Additional information has been requested but not received to date.